Manufacturer narrative:
The customer reported complaint of the autopulse platform (sn (B)(6) displayed a user advisory (ua) 12 (lifeband not present) message was confirmed in the archive data but not during functional testing. The possible root cause of the reported ua12 is suspected to be related to the band clip on the lifeband not properly engaging the safety switches in the platform's driveshaft due to either the absence of a lifeband or incorrect installation, likely attributed to user error. A review of the archive data showed a ua12 advisory message on the reported event date, confirming the reported complaint. User advisory is normally a clearable error message. Per the autopulse hangtag - advisory codes description and action, user advisory 12 is an indication that autopulse has detected that the lifeband is not properly installed. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft can freely rotate after insertion. The customer reported ua12 error was not reproduced during the functional testing. The lifeband clip detect switch inspection shows that the switch lever was able to close and is in a parallel position. The platform was verified using a standard belt test clip aid. The platform was tested and operated as intended without a ua12 error message. The autopulse platform was subjected to a run-in test using the large resuscitation test fixture (lrtf) for 15 minutes; the platform passed the test without any fault or error. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The autopulse platform passed the final testing without any fault or error.

Event description:
As reported, the autopulse platform (sn (B)(6) displayed a user advisory (ua) 12 (lifeband not present) message. The lifeband was replaced to troubleshoot the issue, but the ua12 advisory message persisted. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.